Event description:
Device 1 of 3. Reference MFR report # 1627487-2013-020164. Reference MFR report # 1627487-2013-020165. The pt was implanted with multiple pns leads of the same lot number on the right and left side of the face (off-label use). It was reported the pt experienced swelling on the right side of the face due to a lead tip was too superficial. The pt underwent revision surgery on (B)(6) 2013. Two lower leads on the right side of the face was revised and the lead tract irrigated with antibiotic solution. It was further reported no cultures were taken, and the site showed no signs of infection. The pt was placed on prophylactic antibiotics. Post-operative stimulation was not effective after several reprogramming attempts. Therapy was effective prior to the revision. Follow-up revealed the pt was taken back to surgery on (B)(6) 2013, to reposition the leads on right side of the face. Post-operative stimulation was localized and is a slightly different location. The pt will consult with the physician once the treatment plan is completed.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.